Event description:
The customer reported that after a loop break on a rika collection, the donor was given oxygen, had their blood pressure taken 3 times and was given 250 oral fluids. After 15 minutes additional fluids were ordered by paramedics. The donor was reported as recovered. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that after a loop break on arika collection, the donor was given oxygen, had their blood pressure taken 3 times and was given 250 oral fluids. After 15 minutes, additional fluids were ordered by paramedics. The donor was reported as recovered. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h6 and h11. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed and found no other reports for similar issues (leaks which resulted in medical intervention) on this lot. A photograph was submitted in lieu of the product return to aid in the investigation. Analysis of the image revealed a used rika loop still loaded and confirmed the leak due to damage near the top loop connector. The lower loop connector and the clip were not shown in the image. The device was serviced due to the loop break and functional check out was performed with passing results. Investigation is in process. A follow-up report will be provided.